Event description:
...

Manufacturer narrative:
No sample information provided. No system issues were noted. Customer noted that calibration and qc are acceptable for lot m908398. The customer indicated that the percent of positive rf results is higher than previous reagent lot number (lot number unknown). Service was not needed, this is a reagent issue. Customer will be provided with newer, more acceptable lots of reagent.

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high rheumatoid factor results generated by the immage 800 immunochemistry. This event is seen with a particular lot of reagent. The erroneous results were reported out of the laboratory. Customer indicated that the percent of positive may be 70-80%, the results were about 21-24iu/ml. Most of the samples are from the general population visiting for check-ups. Patient treatment was not impacted since this event.